Event description:
Customer reported scratches on their insulin pump's screen. The customer also stated the scratches made the screen difficult to read. The customer's blood glucose was 144 mg/dl. The customer stated they have not dropped or bumped their insulin pump. The customer was advised to disconnect from the insulin pump and rever to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.